Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. Internal suction quick connector had become partially disconnected. The engineer reconnected, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was not able to perform fluid suctioning. There was no report of patient involvement.